Event description:
It was reported that the device had internal serial number mismatch. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Stated ¿serial number mismatched¿ issues were verified. - the issue was confirmed by comparing the externally scanned sn to the asm reported (internal or electronic) sn. - workmanship at bd manufacturing, the serial data was not correctly scanned (or entered) during the flashing process. - electronic serial number data needs to be updated. Route to service depot for repairs. - failure investigation report attached to wo #. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had internal serial number mismatch. There was no patient involvement.